Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Ischemia is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2015-00974; 3005168196-2015-00975; 3005168196-2015-00976; 3005168196-2015-00977; 3005168196-2015-00978; 3005168196-2015-00979; 3005168196-2015-00980; 3005168196-2015-00981; 3005168196-2015-00982; 3005168196-2015-00984; 3005168196-2015-00985; 3005168196-2015-00986. Device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization in the anterior cerebral artery (aca)-anterior communicating artery using penumbra coil 400 coils (pc400 coils). During the procedure, thirteen pc400 coils were successfully deployed and detached into the aneurysm with no complications. Approximately 3 months post-procedure, the patient experienced a severe ischemic stroke in the left anterior cerebral artery. Coronary computed tomography angiogram (cta), magnetic resonance imaging (MRI), electroencephalogram (eeg), transthoracic echocardiogram (tte) were performed and the patient was treated with simvastatin. The reported ischemic stroke resolved on (B)(6) 2013.